Event description:
It was reported that during a case, the cardiocap/5 anesthesia monitor stopped functioning, resulting in a loss of monitoring. The biomedical engineer inspected the monitor and stated that the power supply was not working. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.